Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported freezing and restarting issues. The programmer software was reloaded as a preventative measure. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing on the "quick look screen" and was restarting. The programmer was returned for service. There was no patient involvement.